Event description:
It was reported that the tip of a endowrist prograsp forceps instrument was broken. No instrument fragments fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering inspected the instrument and found frayed cables on the side of the grip open and grip close assembly at the force amp pulley. Grips can still open and close and motion is intuitive. Location of fray is nearly identical for both cables. Cables may have been nicked by another instrument, causing fraying. Engineering also observed the distal end of the main tube has some scratch marks, including one deep scratch .300" above the proximal clevis with material removed. Scratch is curved and not aligned with the tube axis, suggesting it was caused by an instrument collision. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.